Manufacturer narrative:
Product ID: 3889-28, lot# va0z750, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0z750, ubd: (B)(6) 2019, UDI#: (B)(4). All codes apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). The patient reported that they were experiencing zapping. It was noted that a potential cause of the issue is that the patient has a condition where a benign tumor was seen growing around the lead as seen on a CT scan. An impedance check was completely, and all combinations were within normal range. However, upon checking and changing three different programs, the patient complained of the same zapping pain on each different program. The patient stated that she did not want her device turned off, so it was turned down to a comfortable level and was instructed to turn it off if needed at any point. It was reported that a new lead will be placed. No further complications were anticipated/reported. Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep reported that the patient was zapped 6 times a day. The rep stated that the lead replacement had been scheduled for (B)(6) 2018. The rep stated that they were unable to provide any information about the benign tumor. The rep reported that the cause of the zapping was not determined. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (lot #:va0z750) identified that the outer insulation of the lead was separated in the body of the lead at a butt joint at the proximal end of the lead; consistent with explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3889-28, lot# va0z750, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type : lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The lead was returned to the manufacturer on (B)(6) 2018.